Event description:
Infant placed in crib under warmer after birth. Temp in crib climbed to 38.6 degrees centigrade within 30 mins. The crib became extremely warm and the baby was removed. Svc personnel were called to remove the warmer from the area and to evaluate product. The warmer had a preventative maintenance check in 11/99.